Event description:
It was reported to philips that a tube anode issue occurred due to low cooling oil level on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service refilled the cooling oil, resolving the problem. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).